Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a right ventricular (rv) lead extraction procedure, the outer conductor of this left ventricular (lv) lead was found to be fractured. It was functioning ok in unipolar and was successfully capturing so it was left as is. This was noted to be visible on x ray under the clavicle. The procedure case was 3 and a half hours and the physician opted to finish the case. This lv lead remains in service. No adverse patient effects were reported.